Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected with 0.35cc juvederm vista volbella xc in "two sides of the fat caudal part" after a transconjunctival lower eyelid orbit fat removal was performed. One month later, induration developed. Patient was treated with hyaluronidase by another hcp. Injector noted there was a foreign body granuloma. No biopsy was reported. Symptoms ongoing.